Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after changing a g7 cgm and a 23" infusion set, the ilet indicated a low glucose of 45 mg/dl while a contemporaneous fingerstick reading was 80 mg/dl; the user believed they were trending down due to missed food intake, and an agent guided a pump recalibration that was confirmed on the ilet. Symptoms included none. Outcomes included self-treatment with oral carbohydrates (crackers, apple juice, and cola) without need for assistance or medical intervention, and no device alerts or alarms occurred. Investigation included remote troubleshooting and user education, including recalibration guidance and monitoring recommendations. Investigation of this case revealed no device alerts and no reported device malfunction, with cause of the discordant readings and low reading on the pump unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.